Manufacturer narrative:
An event of episode of hypotension during the implantation procedure and slight bleeding from the right deliver system access site was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
(B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 16mm amplatzer amulet left atrial appendage occluder was selected for implantation using a 12f torqvue delivery sheath (ds). During the procedure, the patient experienced an episode of hypotension during the implantation procedure. Medication was administered via intravenous. In addition, there was slight bleeding was noted from the right ds access site. Slight residual bleeding remained, manual compression was performed and a compressive bandage placed. No patient consequences were reported. The patient is reported to be discharged.

Event description:
Crd_964 - catalyst ide study, patient site ID: (B)(6), it was reported that on (B)(6) 2023, a 16mm amplatzer amulet left atrial appendage occluder was selected for implantation. During the procedure, the patient experienced an episode of hypotension during the implantation procedure. Medication was administered via intravenous. In addition, slight bleeding was noted from the right access site. And a closure stitch was done. Slight residual bleeding remained, however no treatment was done for bleeding. No patient consequences were reported. The patient is reported to be discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.